Manufacturer narrative:
Results: the 3maxc began to stretch approximately 140.0 cm and fractured approximately 144.5 cm from the hub. The distal fractured segment of the 3maxc was approximately 12.5 cm in length and was stuck inside the flow switch of the aspiration tubing. The marker band was present on the distal tip of the fractured segment. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was fractured. Evaluation revealed the 3maxc had begun to stretch proximal to the fracture. If the device is retracted against resistance, it may begin to stretch. If the stretched devices is continuously retracted against resistance, it may eventually fracture. The distal fractured segment was returned within the flow switch of the aspiration tubing. This is likely due to being aspirated out of the patient. Further evaluation revealed the marker band was present within the distal fractured segment of the 3maxc. Evaluation of the returned ace60 revealed an undamaged, functional device. During the functional test, a demonstration 3maxc was advance completely through the ace60 and out of the distal tip without an issue. The ace60 was also advanced through the returned non-penumbra balloon catheter and out of the distal tip without an issue. Evaluation of the returned aspiration tubing revealed an undamaged, functional device. During the functional test, the aspiration tubing was connected to a canister and pump. Water was able to be aspirated through the tubing without an issue. The non-penumbra guide wire was advanced through a demonstration 3maxc and out of the distal tip without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician made a pass using the 3maxc, and then withdrew and removed it against resistance from the ace60. Upon removal, the physician found that the distal end of the 3maxc had broken off approximately 5 cm from the tip and the metal braiding was exposed within the ace60. The angiography scan showed that the marker band of the 3maxc remained in the ace60. The physician then aspirated to remove the marker band and continued aspirating to remove the thrombus. There was no report of an adverse effect to the patient.